Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that a user-related technique of the pump may have been a contributing factor to the reported adverse event. The IFU for dyonics 1061600m does warns, ¿improper cannula setting can lead to inaccurate pressure settings, pressure and flow rate fluctuations, and over pressurization of the joint.¿ consequently, it is unknown how the procedure was completed, and no delay or other complications were reported. Therefore, the patient impact beyond that which has already been reported cannot be confirmed nor can it be concluded there was a mal performance of the smith and nephew device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the pump was not calibrated. The patient's arm swelled even at lower flow and pressure and at the same time serum was coming out of the cannula with a lot of pressure. It is unknown how was the procedure completed. No delay nor additional complications were reported.